Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. Troubleshooting was tried to no avail. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information indicated that the patient had their scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.